Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that at implant the lead had high impedance. It was further reported that once the lead helix was deployed the stylet could not be retracted. On removing the lead from the patient, the stylet could be removed with ease. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that at implant the lead had high impedance. It was further reported that once the lead helix was deployed, the stylet could not be retracted. On removing the lead from the patient, the stylet could be removed with ease. The lead was not implanted. No patient complications have been reported as a result of this event.